Event description:
It was reported that during a bladder suspension procedure the coupler broke. The surgeon had to explore the retro-pubic space and remove the coupler tip that broke off. The procedure was completed successfully.